Manufacturer narrative:
The subject otv-s190 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s190 to determine the cause of this phenomenon when omsc receives it. Otv-s190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
When starting up an otv-s190, the endoscope image was not displayed. It was during laparoscopic hepatectomy procedure using the subject otv-s190 after giving patient anesthesia. Although the user replaced ltf-s190-5 used in combination with the subject otv-s190 with unspecified another similar endoscope, the malfunction was not resolved. The user replaced the subject otv-s190 with unspecified another similar device and completed the procedure. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047 - 2018 ¿ 00630. The subject otv-s190 was returned to olympus medical systems corp. (Omsc). The subject otv-s190 and a monitor device of omsc asset were connected to check the operation of the devices. The investigation of the subject otv-s190 confirmed the following details: when the otv-s190 was turned on, the entire screen of the monitor remained in black. The similar phenomenon as reported defect was reproduced. After that, the board inside the subject otv-s190 was replaced with the board of the omsc asset, and then the device was turned on. The reported phenomenon was not reproduced in this condition. The board inside the returned subject otv-s190 were taken out and set to an otv-s190 of the omsc asset to check the operation of the device. The reported phenomenon was not reproduced in this condition. The board that were taken out from the returned otv-s190 were re-installed to the original subject otv-s190 in which board of an omsc asset were previously set. When the device was turned on, the reported phenomenon was not reproduced in this condition. Power was continuously supplied for an hour in the room temperature condition to the subject otv-s190 that had no more defects anymore. The reported phenomenon was not reproduced in this condition. The following were found from observation of the outer appearance of the subject otv-s190: there was a sticking mark of liquid inside the scope socket. There was a sticking mark of liquid inside the device. There was a sticking mark of liquid on the board inside the device. Omsc reviewed the manufacturing history of the subject otv-s190 and found no irregularity. Omsc performed an investigation on the actual otv-s190. The reported phenomenon was reproduced at one time but did not continue. The root cause of this phenomenon could not be conclusively determined. The subject otv-s190 may have had a foreign matter adhesion such as liquid on the scope socket or boards inside that caused a temporary conduction failure or short circuit resulting in no image display.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".